Event description:
Hill-rom addressed a complaint on one of its excelcare bariatric bed frames alleging the CPR assembly was not working. A hill-rom service technician performed an investigation at the service center and found the CPR cable frayed and out of adjustment. The technician replaced the CPR cable assembly and installed it to return function to the CPR assembly. Hill-rom is reporting this malfunction compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.